Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. It was also reported that there was an absence of pacemaker spikes from the implantable pulse generator (ipg) the device remains in use. No patient complications have been reported as a result of this event.